Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient ¿s implantable neurostimulator (ins) was ¿working fine but I¿m having other problems so I turned the stimulator off because I¿m only emptying like 1 tenth of my bladder so I am catheterizing again". The issue started about 4 months ago but they did not remember which month. The patient further stated that "we had it tested to see if the reason I can¿t empty my bladder but they said the device is working perfectly so I had to start catheterizing, and they tried adjusting the settings and everything was fine but it can¿t help my bladder problem". The patient inquired if the battery would corrode or cause an infection and they were redirected to follow up with their healthcare professional (hcp) for the issues. There were no further complications reported or anticipated.